Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the front therapy electrode was missing. The root cause for the missing therapy electrode could not be positively identified.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.